Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was densely calcified and the stent failed to cross the lesion. The stent was not deformed.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with proximal struts lifted. The undamaged stent outer diameter was measured and the result was 0.0435 inch, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was densely calcified and the stent failed to cross the lesion. The stent was not deformed.